Event description:
I used renu with moisture loc from may - july 2006 to clean my contact lens. This was the first time that I used this brand. I used renu complete but walmart ran out, so I decided to use renu with moisture loc. I used it for about 2 1/2 weeks and my eyes started to get irritated and eventually turned red and teary. I went to my dr and she told me that I had corneal ulcers and referred me to see a specialist who diagnosed me with fungal keratitis and corneal ulcers on both eyes. Frequency: daily. Dates of use: 2005. Diagnosis or reason for use: to clean contact lens. Event abated after use stopped of dose reduced: yes.